Manufacturer narrative:
Concomitant medical products: unspecified 6fr introducer sheath, 5fr cobra catheter (cook), unspecified guidewire. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. [(B)(4)].

Event description:
The below report of coil migrations were described in literature. The citation for the article is as follows: se hwan kwon, joo hyeong oh, kyung ran ko, et al. "Transcatheter ovarian vein embolization using coils for the treatment of pelvic congestion syndrome." Cardiovasc intervent radiol 30 (2007): 655-661. It was stated in the article that 67 patients were diagnosed with pelvic congestion syndrome (pcs) and underwent ovarian vein embolization at the facility between november 1998 and june 2005. These patients were treated with the optimal size and number of cook embolization coils (0.035-0.038 inch, 5-15 mm). Three to eight coils were used per vein. The initial technical success rate using the coils was 100%. Occlusion was confirmed using venography for all cases. In two patients, coil migration occurred to the pulmonary circulation and to the left renal vein, respectively. These coils were removed using a snare loop. There were no further procedural or delayed complications for these patients. The mean age of the 67 patients was noted to be 39.1 years (range 25¿64 years).

Event description:
Additional information provided on 18jan2019 indicated that the user facility uses an "average of 5.8 ea. Stainless steel coil per patient". "Currently, use a nester coil in the same case".

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation . A review of the complaint instructions for use (IFU), documentation, manufacturer instructions, specifications and quality control of the device was conducted during the investigation. It was found in journal article ¿transcatheter ovarian vein embolization using coils for the treatment of pelvic congestion syndrome.¿ involving two embolization coils from an unknown lot. The devices reportedly migrated to the pulmonary circulation and the left renal vein, respectively, during an ovarian vein embolization. The coils used were stainless steel. The migrated devices were removed and no other procedural or delayed complications were noted. From the additional information provided, and the information within the journal article, the rpn has been limited to mwce-35[38]. The investigation will continue with this assumption.. (Kwon sh, oh jh, ko kr, park hc, huh jy. Transcatheter ovarian vein embolization using coils for the treatment of pelvic congestion syndrome. Cardiovasc intervent radiol. 2007 jul-aug;30(4):655-61. Epub 2007 apr 28. Pubmed pmid: 17468903) the lot number of the reported device was not provided. However, a review of the device master record (dmr) was conducted following this complaint for embolization coils. Design testing verified that the embolization coils meet the established acceptance criterion of ¿the embolization coil shall maintain position at target site after deployment¿ and design validation testing showed that these coils are safe and effective for the intended use. No device was available for return, and as the rpn and lot numbers were not provided, no representative device or complaint can be reviewed for this investigation. Because of this, there is not enough evidence to suggest that the device was manufactured out of specification. There is no evidence to suggest that there is nonconforming product from the same lot in the field. In addition, there is no evidence to suggest that there is nonconforming product from the same lot in house. During the course of the investigation a review of product labeling was conducted for the reported complaint device. This instructions for use (IFU) states that: " warnings: positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel". As a result of the investigation and available information, no cause could be established. With pelvic congestion syndrome, it is possible that the dilated veins can make it difficult to determine the diameter of the respective vessel. Therefore, risk for migration is increased due to the potential for placement of incorrect coil size, although this could not be confirmed. The risk analysis for this failure mode was updated in response to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.